Manufacturer narrative:
Product complaint # (B)(4). The following information was requested however, not received. If the further details are received at a later date a supplemental medwatch will be sent. Please verify the event information above for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact email information on the form and sign authorization to use or disclose information form. Informed the product will not be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee procedure on (B)(6) 2016 topical skin adhesive was used. Post-operative she had a reaction, redness and itching from her ankle to her knee. The doctor prescribed benadryl. Additional information has been requested.